Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was due to touch contamination, further described as the patient would use a paper towel to wipe her hands and then with the same paper towel, the patient would wipe her nose during pd connection. It was reported that he patient used two or three extensions at one time each night (no further details provided). The patient was not hospitalized for the event. On the same day as onset, the patient started treatment for peritonitis with ciprofloxacin (750 mg, one time, orally), vancomycin (1 gram, every 5 days, intraperitonally (ip)) and ceftazidime (1000 mg, daily, ip). On the same as starting treatment, the patient discontinued ciprofloxacin. Eleven days after onset, treatment with vancomycin and ceftazidime was discontinued. Fifteen days after onset, the patient was recovered from the peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.